Event description:
It was reported that the casting on the upper end of the inner tube broke.

Manufacturer narrative:
Photographs were received and analyzed by engineering. This alleged breakage likely occurred when the cot was loaded beyond specifications.